Event description:
It was reported that noise, high capture threshold and low impedance were observed. Noise was reproduced with isometrics. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.